Event description:
It was reported that since the device was implanted, the patient had redness and swelling. Approximately a month ago they also noticed oozing of yellowish green fluid at their pocket site. The patient¿s symptoms included erosion and pain at the device pocket. The device was explanted on (B)(6) 2014. It was unknown if the patient had meningitis. The type of organism cultured and patient outcome were unknown. Follow up has been conducted to obtain additional information, and if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(6), product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).